Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "prior to the start of intubation for chest surgery for resection of a pulmonary nodule, the anesthetist, when testing both cuffs, warned that the tracheal cuff deflated, so they did not use the device with the patient".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis a device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "prior to the start of intubation for chest surgery for resection of a pulmonary nodule, the anesthetist, when testing both cuffs, warned that the tracheal cuff deflated, so they did not use the device with the patient".